Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical record review: the patient with history of deep vein thrombosis with subsequent pulmonary embolism was scheduled for vena cava filter placement. The left groin was entered and the ivc filter was successfully deployed without complication. Approximately three months post filter deployment, the patient with complaint of abdominal pain presented for surgical removal of the filter after unsuccessful percutaneous retrieval attempt at an outside facility. Prior to the procedure, the filter was noted to be malpositioned, tilted, and in a caudal position in the inferior vena cava from where it was originally deployed. Multiple limbs were identified extending beyond the caval wall toward the aorta and superiorly toward the duodenum. The left neck and chest were prepped and draped in sterile fashion. The left internal jugular vein was accessed and a triple lumen catheter was advanced into the superior vena cava. The line was secured and dressed sterilely. The lower chest, abdomen and bilateral thighs were prepped and draped in sterile fashion. A skin incision was carried sharply through the subcutaneous tissue from the xiphoid process to the pubic rami, and hemostasis was achieved with cautery. The peritoneum was entered and the inferior vena cava was dissected. The inferior vena cava was mobilized from the confluent of the iliac veins to the level of the left renal vein. Multiple filter limbs were seen extending from the inferior vena cava, one directing toward the duodenum without perforation, one behind the aorta, and another limb directed in a superior position. All extraluminal limbs were cut with a wire cutter and gently removed from surrounding tissues. Hemostasis was achieved. A vertical skin incision was carried sharply through the subcutaneous tissue in the proximal left thigh. The greater saphenous vein was identified and mobilized from the saphenofemoral junction to the proximal third of the thigh. A single continuous incision was made and the saphenous vein was transected at both ends. The vein graft was flushed and no leak was identified. Once hemostasis was achieved, the thigh was closed in layers. Next, heparin was administered and circulated for approximately five minutes before vascular clamps were placed. A long venotomy was made on the anterior surface of the inferior vena cava and multiple limbs were seen incorporating into the caval wall with intimal hyperplasia. The filter was angulated and only partially covered the lateral half of the ivc lumen. Behind the filter was a large saddle fresh thrombus, free floating and easily removed from the lumen of the ivc. The tip of the filter was embedded within the caval wall and the superior aspect of the filter was resected with an ellipse of caval wall. From within the cava, there were some holes from where the limbs were removed. Stitches were used to close the small defects. The saphenous vein was then opened longitudinally and left nonreversed. The vein patch was sewn on to the caval venotomy defect with running sutures. After surgical removal of the ivc filter, the patient was scheduled for suprarenal ivc filter placement. The right internal jugular vein was accessed and a vena cava filter was deployed in the suprarenal ivc without incident. Post filter placement venography demonstrated appropriate suprarenal placement. The patient tolerated the procedure well without immediate complication. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information received: medical records were received and reviewed. The patient with history of deep vein thrombosis with subsequent pulmonary embolism had a vena cava filter successfully deployed without complication. Approximately three months post filter deployment, the patient with complaint of abdominal pain presented for surgical removal of the filter after an unsuccessful percutaneous retrieval attempt at an outside facility. A skin incision was made and the peritoneum was entered and the inferior vena cava was dissected. Multiple filter limbs were seen extending from the inferior vena cava, and one filter limb was seen in a superior position. All extraluminal limbs were cut with wire cutters and gently removed from surrounding tissues. A long venotomy was made on the anterior surface of the inferior vena cava and multiple limbs were seen incorporating into the caval wall with intimal hyperplasia. The filter was tilted with the tip embedded within the caval wall. A large saddle fresh thrombus was identified behind the filter and removed easily from the lumen of the ivc. The superior aspect of the filter was resected with an ellipse of the caval wall. A portion of the saphenous vein from the proximal left thigh was opened longitudinally and left nonreversed. The vein patch was sewn on to the caval venotomy defect with running sutures. Following surgical removal of the ivc filter, the patient was scheduled for suprarenal ivc filter placement. The right internal jugular vein was accessed and the filter was deployed in the suprarenal ivc without incident. The patient tolerated the procedure well. No additional information was provided in the medical records received.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with history of deep vein thrombosis with subsequent pulmonary embolism was scheduled for vena cava filter placement. The left groin was entered and the ivc filter was successfully deployed without complication. Approximately three months post filter deployment, the patient with complaint of abdominal pain presented for surgical removal of the filter after unsuccessful percutaneous retrieval attempt at an outside facility. Prior to the procedure, the filter was noted to be malpositioned, tilted, and in a caudal position in the inferior vena cava from where it was originally deployed. Multiple limbs were identified extending beyond the caval wall toward the aorta and superiorly toward the duodenum. The left neck and chest were prepped and draped in sterile fashion. The left internal jugular vein was accessed and a triple lumen catheter was advanced into the superior vena cava. The line was secured and dressed sterilely. The lower chest, abdomen and bilateral thighs were prepped and draped in sterile fashion. A skin incision was carried sharply through the subcutaneous tissue from the xiphoid process to the pubic rami, and hemostasis was achieved with cautery. The peritoneum was entered and the inferior vena cava was dissected. The inferior vena cava was mobilized from the confluent of the iliac veins to the level of the left renal vein. Multiple filter limbs were seen extending from the inferior vena cava, one directing toward the duodenum without perforation, one behind the aorta, and another limb directed in a superior position. All extraluminal limbs were cut with a wire cutter and gently removed from surrounding tissues. Hemostasis was achieved. A vertical skin incision was carried sharply through the subcutaneous tissue in the proximal left thigh. The greater saphenous vein was identified and mobilized from the saphenofemoral junction to the proximal third of the thigh. A single continuous incision was made and the saphenous vein was transected at both ends. The vein graft was flushed and no leak was identified. Once hemostasis was achieved, the thigh was closed in layers. Next, heparin was administered and circulated for approximately five minutes before vascular clamps were placed. A long venotomy was made on the anterior surface of the inferior vena cava and multiple limbs were seen incorporating into the caval wall with intimal hyperplasia. The filter was angulated and only partially covered the lateral half of the ivc lumen. Behind the filter was a large saddle fresh thrombus, free floating and easily removed from the lumen of the ivc. The tip of the filter was embedded within the caval wall and the superior aspect of the filter was resected with an ellipse of caval wall. From within the cava, there were some holes from where the limbs were removed. Stitches were used to close the small defects. The saphenous vein was then opened longitudinally and left nonreversed. The vein patch was sewn on to the caval venotomy defect with running sutures. After surgical removal of the ivc filter, the patient was scheduled for suprarenal ivc filter placement. The right internal jugular vein was accessed and a vena cava filter was deployed in the suprarenal ivc without incident. Post filter placement venography demonstrated appropriate suprarenal placement. The patient tolerated the procedure well without immediate complication. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately three months post filter deployment, the patient with complaint of abdominal pain presented for surgical removal of the filter after unsuccessful percutaneous retrieval attempt at an outside facility. Prior to the procedure, the filter was noted to be malpositioned, tilted, and in a caudal position in the inferior vena cava from where it was originally deployed. Multiple limbs were identified extending beyond the caval wall toward the aorta and superiorly toward the duodenum. The inferior vena cava was mobilized from the confluent of the iliac veins to the level of the left renal vein. Multiple filter limbs were seen extending from the inferior vena cava, one directing toward the duodenum without perforation, one behind the aorta, and another limb directed in a superior position. A long venotomy was made on the anterior surface of the inferior vena cava and multiple limbs were seen incorporating into the caval wall with intimal hyperplasia. The filter was angulated and only partially covered the lateral half of the ivc lumen. Behind the filter was a large saddle fresh thrombus, free floating and easily removed from the lumen of the ivc. The tip of the filter was embedded within the caval wall and the superior aspect of the filter was resected with an ellipse of caval wall. Based on the provided medical records, the investigation is confirmed for caudal migration, perforation of the ivc wall, a tilted filter, material deformation of the filter limbs, and difficulties removing the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. - perforation or other acute or chronic damage of the ivc wall. - filter malposition, - filter tilt. Procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. (B)(4) - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information received: medical records were received and reviewed. The patient with history of deep vein thrombosis with subsequent pulmonary embolism had a vena cava filter successfully deployed without complication. Approximately three months post filter deployment, the patient with complaint of abdominal pain presented for surgical removal of the filter after an unsuccessful percutaneous retrieval attempt at an outside facility. A skin incision was made and the peritoneum was entered and the inferior vena cava was dissected. Multiple filter limbs were seen extending from the inferior vena cava, and one filter limb was seen in a superior position. All extraluminal limbs were cut with wire cutters and gently removed from surrounding tissues. A long venotomy was made on the anterior surface of the inferior vena cava and multiple limbs were seen incorporating into the caval wall with intimal hyperplasia. The filter was tilted with the tip embedded within the caval wall. A large saddle fresh thrombus was identified behind the filter and removed easily from the lumen of the ivc. The superior aspect of the filter was resected with an ellipse of the caval wall. A portion of the saphenous vein from the proximal left thigh was opened longitudinally and left nonreversed. The vein patch was sewn on to the caval venotomy defect with running sutures. Following surgical removal of the ivc filter, the patient was scheduled for suprarenal ivc filter placement. The right internal jugular vein was accessed and the filter was deployed in the suprarenal ivc without incident. The patient tolerated the procedure well. No additional information was provided in the medical records received.